Event description:
It was reported that the device had not been collecting diagnostics since implant, and implant detect was not completed. The rep will change implant detect to complete. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.